Event description:
It was reported that a patient underwent a septoplasty on (B)(6) 2015 and an absorbable hemostat was used. During the anesthetic recovery, the responsible anesthesiologist noticed a persistent tachycardia situation which caused a longer intubation of the patient. At the moment of the anesthesia finalization, the anesthesiologist realized that the patient was with tachycardia. Therefore, she remained intubated for a longer time (approximately 40 minutes) than the conventional until the situation became stable. The anesthesiologist related the event (tachycardia) with the use of the product. The patient is really allergic, but it is not known the allergy to the product component (porcine gelatin). No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.